Event description:
Same case as MFR's report# 6000093-2004-01333, 6000130-2004-00181, 6000130-2004-00182. It was reported that following successful stent placement, resistance was met during withdrawal of the sentinol nitinol biliary 6x80x135 stent delivery system over the magic torque .035/260 cm guidewire. The stent delivery system and guidewire were removed as a unit. The procedure was completed. No pt injuries or complications were reported. The pt status is reported as 'fine'.